Event description:
It was reported that the device was oversensing due to noise and resulted in inappropriate therapies. It is suspected that the noise was caused by clavicular crush. The lead was removed, but was damaged during the surgical procedure and therefore, will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.